Event description:
It was reported the patient was dissatisfied with the field representative's service. The rep stated that something was going on with the device. The rep was going to check a few things out about and get back to the patient, but the rep never got back to the patient. It was reported that the patient became symptomatic with no energy and shortness of breath. The patient did not tolerate single chamber fixed rate (vvi 65) setting when the device reached elective replacement indicator. Early battery depletion was suspected. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.